Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed as an initial final report. DHR review: the device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Technical review and physical evaluation: the calibration and test cut could not be taken due to a bent comb. The roller, gear, and side plates also had visible damage. Modifications were made to the side plates. The device was received with cutter 1-1-912037 the device was an aged repair with customer approval. The comb, roller, gear, shoulder bolts and washers were replaced. The 1-1 cutter 912037 sent was deemed non-repairable due to the l carved in it. The damaged collars, bushings and gear were replaced on the cutter. The device was tested and calibrated. Probable/root cause: while this device was brought in for preventative maintenance, it was noted that it required repair for additional defective components. It is unknown with the information that was provided what led to the defectiveness of the replaced components. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: based on the information provided, this investigation determined that there is no need for further action (ie/CAPA/scar/hhe/d) at this time. This complaint will be tracked and trended per complaint trending procedure for any adverse trends that may require additional actions.

Event description:
It was reported that initially the unit was sent for preventive maintenance. Later it was noticed that the unit required repair. Per the received information, the blades were used are modified with former company logo 'l' on it. During the investigation, it was discovered that the comb was bent. No adverse events were reported as a result of this malfunction.